Event description:
During the procedure, the device did not coagulate.

Manufacturer narrative:
When tested with ultrasonic generator, device energized properly and cauterized bovine tissue during testing.